Manufacturer narrative:
The device was returned to olympus for evaluation. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing and results are awaited. Follow up in progress to obtain additional information regarding cleaning, disinfection and sterilization (cds) process followed onsite by the customer. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This medical device report is being submitted to report the results of culture test performed by third party after device repair. Please see updates to h10. The device was evaluated by an independent laboratory after repair. The hygiene microbiological investigation (hmi) report indicated that the operating channel, aspiration channel, air/water channel and water jet channel was cultured on (B)(6) 2023 and less than one (1) colony forming units (cfu) per endoscope of unknown revivable microorganism was identified. The total scope was cultured and analyzed on nov 7, 2023 and less than one (1) colony forming units (cfu) per endoscope of unknown revivable microorganism was identified. The results obtained were in conformance with the requirements.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels (ch). Cfu: >100cfu/endoscope. Bacterial identification: staphylocoques a coagulase negative. Sampling date: (B)(6) 2023 sampling from: biopsy ch. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2023 sampling from: suction ch. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2023 sampling from: air/water ch. Cfu: 1 cfu/endoscope. Bacterial identification: filamentous fungus. Sampling date: (B)(6) 2023 sampling from: auxiliary water ch. Cfu: 3 cfu/endoscope. Bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - light guide rod lens (2x) --- cracked. - charged coupled device cover lens --- chipped: - distal end --- scratched. - channel mount --- scratched. - mouthpiece --- scratched. - air/water cylinder --- scratched. - suction cylinder --- scratched. - connector --- scratched. - angulation --- less or specified value. - angulation --- play. - biopsy channel --- deformed. - biopsy channel --- scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The user may be able to prevent the event by handling the device in accordance with the following item in IFU: gif/cf/pcf-190 series reprocessing manual reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. The operating channel and suction channel tested positive for more than 200 colony forming units (cfu) of enterobacter cloacae and air/water channel tested positive for 16 cfu of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.